Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 352.6640. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue error code 352.6640 is confirmed. On 18 june 2025, syringe module was received unboxed and with paperwork. Error code 352.6640 upon power up. Using asm software to read force sensor a/d count = 0. San diego repair center to replace force sensor. Supplier defect. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 352.6640. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date is combination product? Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a0709. Annex g: g0301204. Annex b: b01. Annex c: c16. Annex d: d0302. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue error code 352.6640 is confirmed. On 18 june 2025, syringe module was received unboxed and with paperwork. Error code 352.6640 upon power up. Using asm software to read force sensor a/d count = 0. San diego repair center to replace force sensor. Supplier defect. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 352.6640. There was no patient involvement.